Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes bubbles in the gel. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: ¿bubbles in the gel there are about 40 tubes with bubbles in gel. All seems to be in same one base.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-23 h.6. Investigation summary: bd received 61 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. The customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. Based on a review of the device history record for the incident lot, a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes bubbles in the gel. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: ¿bubbles in the gel. There are about 40 tubes with bubbles in gel. All seems to be in same one base.¿